Manufacturer narrative:
Investigation summary: photos of the product received by the customer were received, however the product batch and catalog is different from the original order made by the customer. However, the absence of batch information of the missing quantity - 3ml makes it impossible to more assertively identify the material flow from the production environment to the delivery to the customer. Based on this, it was not possible to confirm the reported defect - catalog mix and lower quantity receipt compared to catalog standard 990627 (300 units). The DHR, quality notifications and maintenance records were performed in which it was not possible to confirm the defect of product mix and quantity less than the lot acquired and also as a basis for the information available to investigate this occurrence. In addition, analysis of the sterilized catalogs / lots were carried out in the period - one week interval, in which the product plastipak 5ml (8113930) was sterilized and the sterilization of the 3ml catalog (990627) in which there could have been incorrect palletization or mix during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with mixed product. There was no report of injury or medical intervention.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with mixed product. There was no report of injury or medical intervention.